Event description:
Customer states they had manually entered the account number in the patient identification field for 2 patients and the wrong patient name appeared. No report of injury with this complaint.

Manufacturer narrative:
Manufacturer discussed with customer and discovered that while customer was correcting an error of patient ID that had mistakenly been input, customer accidentally pressed "last patient recall" button on display which overwrites the newly "corrected" patient ID information. Customer has been instructed on how to disable this feature to prevent future patient ID errors.